Event description:
It was reported that the device was used during a laparoscopic gastric bypass, the trocar broke off of the sleeve and was lodged into the abdominal wall. The surgeon used a surgical grasper to remove the piece through the port and at that point, the procedure had been completed. There were no sutures nor add'l surgery required, no add'l bleeding was reported. No pt consequence was reported.